Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had a body rash from sensor location. Patient claimed the rash first started at the insertion site but slowly spread into a body rash. Patient visited an allergist on (B)(6) 2014 and (B)(6) 2014 who checked on the patient and removed the sensor. Patient claims she was vomiting and stated it was possibly from the rash. On (B)(6) 2014 the allergist prescribed aterax and kenalog for the rash. Patient reported that her skin is clearing up now. The actual rash is no longer red even though the skin is still a bit dry.